Event description:
Additional information was received as follows: the patient's death certificate stated the primary cause of death was cad. No autopsy was performed.

Manufacturer narrative:
(B)(4). Evaluation conclusions: known inherent risk of a procedure (death).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired approximately 5 years post-implant. The cause of death is unknown. The relationship to the device and procedure is unknown.

Event description:
Additional information was received. The cause of death was respiratory failure. The patient was hospitalized for respiratory failure as a result of copd with bullous emphysema. The patient was later transferred to hospice and subsequently expired. The investigator assessed the death to be unrelated to the device and the procedure.